Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the guidewire penetrated the lumen. Also, it was considered that it was due to the fact that the lead was set from the distal to the proximal side of the wire. Furthermore, it might have also been caused by the wire that was set without extending the spiral part. This lead was never in service. No adverse patient effects were reported.